Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the ipg site. Symptom was drainage at the site. The physician did not confirm if infection was device or procedure related. The patient was prescribed antibiotics and was reportedly doing well.